Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter tip was damaged. This occurred on 10 occasions during use. The following information was provided by the initial reporter: during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased.

Manufacturer narrative:
H.6 investigation summary: since no samples (including photos) were returned for the reported issue of ¿during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased¿ with lot number 9312434 regarding item # 393234 the complaint could not be confirmed, and the root cause is undetermined. When we investigated batch number 9312434 for material number 393234 the DHR showed no reported quality notification during its production to release of the batch. The investigation team of bd was not able to duplicate the indicated failure of reinserting the cannula from the retention samples of the same lot. No samples and/or photo(s) were received the investigation, thus the indicated defect is could not be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time.

Manufacturer narrative:
The manufacturing location for this product is(B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro 20ga 1.1mm od 32mm l india catheter tip was damaged. This occurred on 10 occasions during use. The following information was provided by the initial reporter: during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased.